Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient using the ilet experienced hypoglycemia with the lowest reported glucose of 42 mg/dl for about one hour, detected via connected cgm without fingerstick confirmation, and corrected with oral glucose tablets and a glucose bar. Symptoms included hypoglycemia. Outcomes included transient interruption of device therapy and required intervention with oral carbohydrates, with no medical treatment or hospitalization. Investigation included a review of device use, therapy performance, and user-reported data, along with troubleshooting and education. Investigation of this case revealed no confirmed device malfunction and an unclear cause of the hypoglycemia. It was concluded that the event was user-managed with recovery to target range and that the cause remained undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.